Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in 711. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found both right brake casters not holding due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012, 2014, and 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced both right brake casters to resolve the issue. Based on this information, no further action is required.